Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an explant procedure, the right ventricular (rv) lead exhibited loss of capture and high out of range pacing impedance measurements of greater than 4000 ohms when tested tip and ring through the pacing system analyzer (psa). It was concluded that both conductors were fractured. It was noted that the device had been programmed aai previously. Since the patient rarely paces, he elected not to have another pacemaker implanted. Subsequently the rv and right atrial (ra) leads were surgically abandoned and the device was electively explanted. No adverse patient effects were reported.